Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company rep regarding a patient receiving morphine (25mg/ml) via intrathecal infusion pump for non-malignant pain and failed back syndrome. It was reported that the patient presented for pain pump and possible catheter replacement. It was reported the patient had an increase in pain that started 1-2 months ago. Around that time side port access showed no flow. It was reported there had been a few refill discrepancies. In the or the hcp was able to aspirate 2 cc from the cap prior to replacement/revision. The pump was replaced, and the catheter was revised. The hcp again aspirated 2-3 cc of csf from the cap and noted the flow seemed to go a little faster after replacement/revision. The cause of the event was not determined. The issue was resolved.